Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample, images / videos were provided. A physical investigation was not possible due to no physical sample, images, videos were provided. A clear root cause for the incident could not be identified. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a thrombectomy and atherectomy procedure in the common iliac vein. During the procedure, it was reported that the aspiration of the catheter was allegedly dropped off and had resistance when removing from patient's body. It was further reported that upon reinsertion of guidewire into the catheter, a change in the driver's sound was noted. Reportedly, after the device was removed from the patient and upon flushing, the catheter was noted to be broken and detached. There was no reported patient injury.